Event description:
It was reported that during a visit, several episodes of atrial and ventricular interference due to possible external noise were observed. The patient was in good condition and will continue to be monitored.

Manufacturer narrative:
.